Event description:
A 22mm diameter x 13mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. Iliac vessel morphology and aneurysm sizing are unknown. It is reported that the stent graft was placed in the patient, completely deployed and the sheath was positioned for "buttressing." The iliac limb was partially deployed as an additional "buttress". However, as the nosecone and runners were being removed, the graft was pulled into the aneurysm sac. It is reported that the physician placed three aortic cuffs to reach the renal arteries, and a seal was achieved. The physician was satisfied with the outcome. The pt is reportedly doing fine and there was no additional clinical sequelae reported relative to the event. Further information is pending.